Event description:
It was reported that the right ventricular [rv] lead was undersensing. The system was reprogrammed to vvi-30; however, the rv lead then showed low impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.